Event description:
A metal part of the ethicon endosuture system, ethibond excel #sw110 (pre-loaded and knotted suture) used in laparoscopic nissen fundoplication, was missing. Same piece of another suture was found on pt's abdomen, then looked through other suture used and found one missing. Abdominal x-ray taken, metal piece found to be in abdomen, approx 1/4" and 1/8" wide.